Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: no functional defects were found with the returned pump. There was no data available in the download history or black box for the time of the reported event due to continued patient use. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history, only typical usage was observed. A 29 hour flow test was performed on the returned pump; the pump passed and was found to be delivering within the required specifications. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history, only typical usage was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his son (the patient) and reported that the patient's blood glucose (bg) level was in the "500's" all day on (B)(6) 2011, and did not come down. During that time, the patient reportedly had symptoms of being flushed and dizzy. The reporter mentioned that he was instructed by an unidentified health care provider to administer a correction via an injection. An injection was administered and the patient's bg level came down to an unspecified level. The patient was reportedly restarted on the pump 3 hours later. Through troubleshooting, the animas representative involved in this contact did not find any evidence of a pump malfunction. The tdd/bolus history added up correctly. The reporter denied that there were any issues observed with the patient's site, infusion set, or cartridge. No significant alarms were found in the pump's history. The animas representative instructed the reporter to consult with the patient's health care provider regarding site options. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level suggestive of severe hyperglycemia. However, at this time it is unknown if the pump contributed to the patient's injury.